Manufacturer narrative:
Insulin pump was received with pump error 38 during rewind followed by pump error 130 after restart due to motor flex cable not connected to component/printed circuit board properly. Insulin pump passed the self-test, sleep current measurement, and active current measurements. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 130. Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. In the alarm history, a pump error 38 and pump error 130 alarms were found. The customer was unable to rewind the insulin pump. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.